Event description:
Customer reportedly received result of 331 mg/dl on the advantage system and 116 mg/dl on professional's device within 10 minutes. No actions taken based on device results. Controls were run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.